Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported that the right ventricular (rv) lead had moved. The lead was revised and is still in use. No patient complications have been reported as a result of this event.